Event description:
During a esophagogastroduodenoscopy procedure needle completely broke off and had to be retrieved from stomach. Follow-up with the sales representative determined that the needle did not break. The catheter tip along with the guide tube assembly detached.